Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module made an unusual noise and did not power on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not powering on and making a clicking noise was confirmed. The power module was returned for analysis to the service depot and was evaluated and tested on 07mar2025. The power module was connected to power, and the unit did not power on, however, a clicking sound was heard. Following analysis, the issue was isolated to the power supply pcb. The pcb was replaced, and the unit was functionally tested. The power module passed all testing following the repairs and was sent back to the customer site ready for use. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. Further testing was performed by ppe. The returned power supply pcb was inserted into a functioning test power module. Upon powering on the unit, a clicking noise was heard coming from the test main pcb. The unit was quickly disconnected from power to prevent damage to the test components. Circuit analysis was unable to be performed on the returned power supply pcb due to an inability to remove the metal encasing of the power supply pcb. The reported event was confirmed, and the issue was isolated to an electrically compromised power supply pcb. No further testing was performed. The root cause for the power module not powering on was isolated to the power supply pcb; however, further root cause for the reported event was unable to be conclusively determined. The device history records were reviewed, and the records revealed the heartmate power module was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module IFU section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module IFU under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 IFU section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.